Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt, that they are experiencing discomfort and complications with their knee. The pt was implanted with a lcck femoral implant on (B)(6) 2013. No revision has been performed as of this notification. The pt was also implanted with the following tmt components: 5mm distal femoral augment (2), 10mm posterior femoral augment (1), tm tibial cone (1), and 10mm full block tibia (1). Note that the lcck femoral component is of zimmer (B)(4) design control and the augments and tibial cone are of zimmer tmt design control.